Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: link breakage observed, the link piece was not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after the investigation the scissors were returned with a piece of the link missing. This missing piece was not returned with the device. The procedure was completed successfully and no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: link breakage observed. The link piece was not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device.

Event description:
It was reported that after the investigation the scissors were returned with a piece of the link missing. This missing piece was not returned with the device. The procedure was completed successfully and no adverse consequences.